Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified, and the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. ¿ reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified, and the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope had an image fault: interference/lines issue. The issue occurred before a diagnostic laparoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image fault: interference/lines issue. The issue occurred before a diagnostic laparoscopy procedure that was completed with a similar device. There were no reports of patient harm.